Event description:
It was reported that during a hepatectomy procedure, the tissue pad became worn. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.